Event description:
It was reported to philips that the flexvision pc was slow to respond and the machine got stuck on shutdown mode on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the power and network cables and rebooted the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).